Manufacturer narrative:
(B)(4). Customer concern: called for help with her reservoir, changed her set to resolve the issue, when filling the new reservoir she noticed damage to the orings and this caused insulin to leak past the rings. This reservoir was not put into the pump. Evaluated 1 open/used reservoir and transfer guard (no clear liquid inside) . Performed pre-fill test appendix c. Found no leaks during analysis. Also performed a visual inspection using appendix e; and found reservoir second¿s o-ring out of the groove. Per dop114-811doc. Conclusion: reservoir and transfer guard passed per pre-fill test no leakage anomaly but reservoir failed per visual inspection with reservoir second¿s o-ring out of the groove see attached file for more details. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported the reservoir o ring was damaged and the insulin leaked. No harm requiring medical intervention was reported. Troubleshooting was performed and the customer stated the leak past the 2nd o ring. The customer will discontinue using the insulin pump and it was returned for analysis.